Manufacturer narrative:
Country: (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t2-l3 unid rod implantation for an indication of adolescent idiopathic scoliosis. It was reported that the twin rods at the proximal part of the instrumentation was palpable under the skin and caused pain when mobilizing the shoulders. The additional surgery was performed on (B)(6) 2019 and removal of the medical device at t2-t3 and cutting of rods was performed. There were no further complications reported regarding the event.